Manufacturer narrative:
On completion of the investigation a f/u report will be submitted.

Event description:
The report received states that the physician had attempted to place a stent into the middle lobe of a pt. The physician stated that the stent had not deployed at 8 atmospheres. It appeared that the stent moved forward as the doctor started in inflate the balloon. The stent was removed and a second stent was successfully placed. The pt is doing fine with no adverse reaction.